Event description:
On 18 november 2012 the registered nurse (rn) contacted baxter's technical service center regarding a system error 2240 alarm which occurred on the homechoice (hc) during use during drain 4 of 9. The nurse stated that air might have come from the bags. The rn would call the peritoneal dialysis (pd) and start over with new supplies. Baxter product surveillance (bps) attempted to contact the registered nurse on 11/23/2011, but she only works the night shift. The secretary for the unit stated that she knew that the patient had been doing well since and was continuing therapy, but had no further information regarding the alarm. There was patient involvement, but no medical intervention or serious injury reported. Bps spoke with the registered nurse on 01/26/2012. She stated that she did not know of the nurse that had called in the alarm, but had found information regarding what had happened that night. She stated that there was an unknown issue with the tenckhoff catheter tubing and that it had been replaced. The nurse stated that there were no issues with any of baxter's products. The patient has been continuing therapy on the homechoice, and there were no adverse effects reported in relation to this event. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).